Event description:
It was reported that there should have been only 2 days of medication left in the pump; instead, nearly the full amount of medication from a pump refill 6 months ago remained. The pt had been admitted to the hospital due to many other medical problems. The pt's condition was fair. The type of medication administer by the pump was not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.